Event description:
It was initially reported that an alarm was heard but not confirmed by telemetry. Pt had a refill at (B)(6). It was later reported that the alarm was confirmed by telemetry and the pump was interrogated in the hospital on (B)(6) 2011. Pump was in safe state - pump showing low battery reset going back 30 logs; occurring about every 5 mins. Pt heard the alarm start over (B)(6). Multiple attempts to silence alarms failed. Eri (elective replacement indicator) was (B)(6). The drug infused was morphine sulphate. Pt experienced withdrawal, itching and increased pain. The pump was replaced. Pt was reported as stable, recovered without sequelae.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of the device revealed a motor corrosion feedthru anomaly. Per analysis drugs clonidine and bupivacaine were also devlivered in addition to the morphine reported previously.